Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer experienced the high blood glucose of 357 mg/dl. The customer was treated with the manual injection. The customer had cleared alarm and finish complete prime process. The customer was advised to run self test and it was not possible. The troubleshooting was mentioned for high blood glucose and pump error. The insulin pump will be returned for analysis.